Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Date of event - unknown. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor was not holding/deploying. The physician felt as if the collagen was deployed intravascularly and then they would have to cut the sutures from the system. The patient was ok, they had to hold manual compression. The patient had prolonged bedrest/lying flat. There was nothing left in the deployment catheter. There were no other devices or equipment used with the reported product. Additional information was received on 23jun2020. The patient was in stable condition. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.